Manufacturer narrative:
No additional information is available

Event description:
A customer contacted beckman coulter inc. (Bci) stating that a reagent pack was received leaking. No injury was reported.